Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the filter due to embedment. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Information contained in the medical records indicated that the filter was implanted due to pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed in the inferior vena cava (ivc) with the apex below the renal veins. Fifteen days after implantation the first attempt was made to retrieve the filter percutaneously. The filter was no longer needed, as the patient was able to take anticoagulants. Findings documented in the procedural report noted that the retrieval hook was firmly attached to the posterior wall of the ivc and was unable to be mobilized. After multiple attempts, the filter was left in place. It was reported that the patient tolerated the procedure well. Approximately forty-three days later the filter was successfully retrieved percutaneously. The findings noted that the ivc was of normal caliber and without thrombus, pre and post removal, and no anomalies. There were no complications encountered. Additional information provided on the patient profile form (ppf) alleged that the filter is embedded in the wall of the inferior vena cava (ivc). The patient asserts that it could not be removed due to migration of the filter. The patient was reported to have experienced emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Section: it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, embedment. Additional information alleged that the filter is embedded in the wall of the inferior vena cava (ivc). The patient asserts that it could not be removed due to migration of the filter. The patient was reported to have experienced emotional distress, mental anguish, anxiety and stress. The indication for the filter implant was pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed in the inferior vena cava (ivc) with the apex below the renal veins. Fifteen days after implantation the first attempt was made to retrieve the filter percutaneously. The filter was no longer needed, as the patient was able to take anticoagulants. Findings documented in the procedural report noted that the retrieval hook was firmly attached to the posterior wall of the ivc and was unable to be mobilized. After multiple attempts, the filter was left in place. It was reported that the patient tolerated the procedure well. Approximately forty-three days later the filter was successfully retrieved percutaneously. The findings noted that the ivc was of normal caliber and without thrombus, pre and post removal, and no anomalies. There were no complications encountered. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The procedural notes from the retrieval attempts do not make mention of filter migration. Without the procedural films or post implant images to review the reported, migration could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.